Event description:
Reporter indicated that a vns patient had high lead impedance readings on systems and normal mode diagnostics tests. The generator was not at the end of service. The vns was disabled. X-ray review by the reporter did not identify any obvious lead discontinuities. Reporter stated that the patient was in a violent fight six months ago and sustained blows to the vns generator site. The reporter feels the trauma may have contributed to the high lead impedance. Surgery has not been scheduled to date but is likely. The manufacturer has requested x-rays, but they have not been received to date. The reporter would like the manufacturer to assess the x-ray before a surgery consult is scheduled.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.